Manufacturer narrative:
(B)(4). The lot number was reported as 073472356; however, this lot number doesn't exist and therefore will be considered unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the cassette supply line and the solution bag. This occurred during priming of peritoneal dialysis therapy. The heater and supply bags disconnected from the cassette lines. The technical service representative advised the patient to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional testing performed included leak testing/connection testing, clear passage testing, clamp function testing, and device-device interaction testing (sample ran on machine) with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.